Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of noncompany viscoelastic, which is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the customer states the use of non-qualified viscoelastic. The use of an unqualified ovd (ophthalmic viscosurgical devices) may cause damage to the lens and potential complications during the device preparation and implantation steps. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complainant indicates the use of a viscoelastic, which is not qualified for use with associated iol model. The investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with implantation of an intraocular lens (iol), the iol was stuck in the injector and a leg was broken. The iol was in the patients eye but it was cut out. The patient required a suture and the broken lens was replaced with the back-up lens. No patient harm was reported. No further information available.